Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: prong on tip of iconix broke inside patient probable root cause: design: inserter/implant not compatible with guide, inserter material/design too weak, inserter shaft cannot bend around curved guide, drill not designed to center hole with respect to guide, guide mouth not designed to grip bone, guide not able to be gripped tightly. Process: inserter, implant, and/or guide manufactured out of spec, anchor coating process out of specification. Application: excessive force impacting inserter, movement of guide out of orientation to pilot hole, use of wrong drill.

Event description:
It was reported that the product broke. The broken piece remained in the patient.